Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with episodes of right ventricular lead noise being oversensed and stored as high ventricular rate episodes. The noise was reproducible with isometrics. No intervention was reported. The patient was stable throughout.